Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and 90 % stenosis in the left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5 x 20 mm unspecified balloon. A 3.0 x 28 mm xience xpedition was advanced but was unable to cross the lesion. There was no force applied during the unsuccessful attempts to cross the lesion. During access and removal, there was resistance felt with the vessel. A new 2.75 mm x 28 mm xience xpedition was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. The failure to cross the lesion was due to the patient anatomy and not due to the interaction of devices. There was no other device issue or procedure issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.